Event description:
A discordant, falsely low brain natriuretic peptide (bnp) result was obtained on an advia centaur instrument on one patient sample. The discordant result was released to the physician(s). The sample was repeated on another advia centaur instrument and resulted higher. The repeat result was reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, falsely low bnp result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the aspirate probe 4 was clogged. The fse replaced aspirate probe 4 and ran quality controls, all resulting within range. The cause of the discordant, falsely low bnp result is a clogged aspirate probe. The instrument is performing according to specifications. No further evaluation of the device is required.